Event description:
Caller reported potential false negative troponin (tni) on the triage cardiac panel compared to the lab beckman dxi access device. A (B)(6) male pt presented with chest pain. Whole blood edta samples were used for the triage meter and li heparin samples were used for the lab meter. Pt's clinical outcome was raised c-reactive protein. Pt was diagnosed with myocarditis and he had some abnormal changes on his electrocardiogram (ECG). ECG showed lbbb (left bundle branch block) and left ventricular dysfunction. Pt was admitted to the ccu (coronary care unit). No other pt info provided.

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested calibrator h and three "normal" (apparently healthy) whole blood edta donors spiked to two elevated tni concentrations on the cardiac lot k50512. No discrepant or low bias was observed with any samples. Product support was unable to verify customer's results and could not rule out sample specific interferences. As of 05/21/2012, there are (B)(4) complaints against device lot k50512 involving tni recovery. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.